Event description:
piFix was notified patient #423 had Significant fracture of device. Body broken in half and multiple pieces of the ratchet system spilled into body. Significant black tissue surrounding body (metalosis).